Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) it was determined the device had a memory error.

Event description:
It was reported an electrical reset occurred. The device was left in use and no patient complications were reported as a result of this event. A year later, the device was replaced due to a system upgrade.